Manufacturer narrative:
(B)(4). The customer's returned bronchocath endobronchial tube passed inflation/deflation testing without any issues. The customers reported failure mode cuff wont deflate could not be duplicated.

Event description:
Prior to use, a nurse found that the transparent cuff couldn't be deflated. No patient was involved.